Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an image problem. The event occurred during a diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device displayed an image problem. The event occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, scratches on distal edge, and cracks on side of video connector. Based on the results of the investigation, and since image problem was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. It was determined the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.